Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a 95 percent longevity and then dropped to 70 percent. Boston scientific technical services (ts) suggested to the patient to call the clinic to have the device analyzed. The device remains in service. No adverse patient effects were reported.